Manufacturer narrative:
It was reported that that the patient was harmed during the event; however, during follow up with the key market regarding the event, it was reported that there was no harm to the patient or user. The key market also reported that there was no malfunction involving the v60 ventilator. The key market was unable to provide any further details regarding the humidifier issue.

Event description:
Philips received a complaint from the customer, reporting that when the v60 ventilator was used for the patient on (B)(6) 2023, the patient reported that the gas in the ventilator pipeline was too cool, resulting in discomfort in the airway. The nurse found that the heating humidifier was not heated, and adjusted another gear, the heater did not heat. On the form attached to the complaint record, the answer to the actual harm question (q49) is ¿yes,¿ and it is unknown whether medical attention was needed as a result of this issue. However, a sensation of discomfort in the airway due to cool air would not be considered an actual injury. It is unclear if there was some other actual injury that occurred to the patient. Further information is needed to clarify this discrepancy and will be requested from the customer. After the inspection of the equipment department, it was found that the temperature controller of the heating humidifier was faulty, resulting in the failure to adjust the temperature. The investigation is ongoing.

Manufacturer narrative:
Initial reporter: reporting institution phone: (B)(6). Reporter phone number: (B)(6).